Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - visual and tactile analysis noticed 3 separations on the catheter shaft 1 at 25cm, 87.5cm and 90cm from the strain relief, and 3 kinks 1at 5cm, 39cm and 59cm from the strain relief. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause classification ¿design¿ was assigned for this complaint due to a bsc design specification that causes/contributes to problems in the product use. (B)(4).

Event description:
It was reported that during an thrombectomy procedure a break occurred. During advancement of the fetch2 catheter into the guide catheter it was noted that resistance was encountered and the catheter separated into three segments. The broken catheter was not inserted into the patient and was contained within the guide catheter. The procedure was completed with another fetch2 catheter. No patient complications were reported and the patient&#38112;status is fine.